Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system experienced symptoms of pre-syncope and received shocks as inappropriate therapy. Technical services (ts) was consulted and reviewed stored data, with noise and t-wave oversensing noted. Patient symptoms suggests they suffered an ventricular arrhythmia but data is inconclusive. Therapy delivery was turned off. X-ray imaging was performed. This device remains in service. No additional adverse patient effects were reported.